Manufacturer narrative:
The door switch was returned to the manufacturer. Visual and physical examination found that the component was unable to be tested do to the switch being returned in pieces. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant displayed "door open". Replaced door switch and the system regained functionality.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door would not close. There was no patient present.